Manufacturer narrative:
The reported events were dislodgement and inappropriate shock. As received, a complete lead was returned in one piece. The cause of the reported helix event was isolated to an overtorqued inner coil, consistent with procedural damage and a clogged helix. No other anomalies were seen.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed inappropriate shock, and dislodgement verified via x-ray on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.